Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were imp in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported the stent graft was imp high and partially occluded the renal artery, which also had plaque in it. Over the ensuing few months the renal artery thrombosed and the became hypertension. The pt was brought back for a second procedure and the stent graft was pulled down to uncover the renal artery; however, it was not possible to cannulate the renal artery for placement of a stent. No add'l clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (arterial occlusion). Patient's condition affected effectiveness of device (calcified renal artery). Incorrect techniqual technique/procedure (stent graft deployed high). Evaluation conclusion: device failure/lack of effectiveness related to pt condition (calcified renal artery). User error contributed to event (stent graft deployed high).